Event description:
The nurse technician rolled the patient to the side and noticed that the PICC line had separated from the plastic tubing at the base of the purple hub.====================== manufacturer response for dual lumen power PICC, power PICC======================they will pick up the device for reporting and analysis.